Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had an issue with the keypad on the insulin pump. Customer thinks there is an air bubble below the up and down keys because when she lightly presses down on the button, it makes a clicking sound. Customer's blood glucose level is 381 mg/dl. Customer stated that she believes the keypad cover is coming loose. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
All the buttons functioned properly and no moisture damage on keypad traces was noted. The keypad connector was fully locked. The unit had a cracked case at display window corner, minor scratches on the lcd window and cracked reservoir tube lip.